Event description:
Dr. (B)(6) called into emergency support program line for clarification on why a cs300 would have a gas leak alarm during use. He stated the alarm presented itself a few times that morning and once again before the call. Further review revealed the patient was intubated on a peep of 5 and had been repositioned prior to the alarm. Dr. (B)(6) verified there was no blood, discoloration, or flakes in the helium tubing, that all connections were secure, and that the pump was currently providing therapy. Esp personnel reviewed the nature of the alarm with him and explained how the patient¿s condition could be contributing to the alarm. Esp personnel walked dr. (B)(6) and the bedside nurse through the process of using the iab fill and start keys to restart therapy should a leak in the iab circuit alarm occur again. Esp personnel also reinforced that they should always ensure there is no blood or discoloration in the helium extender tubing prior to resuming therapy. Esp personnel encouraged them to call back if the alarm persisted 2 to 3 times in an hour with proper troubleshooting. Dr. (B)(6) also inquired about an unable to update timing alarm that esp personnel had discussed with the bedside nurse earlier that afternoon. Esp personnel explained the nature of the alarm, and he concluded that the pump was timing appropriately in auto mode with r trac on and ECG trigger. No harm or injury to the patient was reported.

Manufacturer narrative:
There is a small leak in the iab circuit, a loose connection, or a high rate of helium diffusion, possibly due to the patient being febrile or tachycardiac.